Manufacturer narrative:
(B)(4). Additional concomitant medical products: gender solutions precoat patello-femoral trochlea component size 3 left catalog #: 00592601301 lot #: 61408743, unknown zimmer articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The product could not be evaluated due to insufficient information provided and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause cannot be determined due to insufficient information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see all reports associated with this event. 0001822565-2017-06372, 0001822565-2018-04856. Product location unknown.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address component loosening approximately nineteen (19) months post-operatively. No additional patient consequences were reported.